Event description:
While trying to screw in the tibial fixation our biosure screw broke because the tip of the screwdriver was not entirely through the screw because the tip of the screwdriver is flared up. Removed with screwdriver.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4).